Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge error messages while attempting to load multiple new cartridges. The customers blood glucose (bg) level was impacted. However, the exact value was not provided. The customer would take a manual injection to stabilize bg level. It was indicated that the customer has manual injections available as alternate insulin therapy.